Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pulse generator exhibited noise reversion episodes, loss of capture. There were no other electrical anomalies. No intervention was performed. The patient would continue to be followed normally.